Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt palpitations and dizziness. The implantable pulse generator (ipg) device was observed with dropped ventricular pacing on holter strips, resulting in inhibition of pacing and causing undersensing as well as oversensing on the right ventricular (rv) lead. Troubleshooting and reprogramming was attempted multiple times but to no avail. The device remains in use. No further patient complications have been reported as a result of this event.